Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin leaked from the reservoir after she removed the plunger. The customer was given suggestions on ways to remove the plunger. Nothing further was reported.